Manufacturer narrative:
Correction report being filed to correct field d4: lot number/ serial number.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and high pacing thresholds. Subsequently, the patient underwent a lead revision procedure. At the procedure, it was noted that the lead was below the defibrillator. Upon removal, the lead appeared to be damaged as it had a deformed shape. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and high pacing thresholds. Subsequently, the patient underwent a lead revision procedure. At the procedure, it was noted that the lead was below the defibrillator. Upon removal, the lead appeared to be damaged as it had a deformed shape. No additional adverse patient effects were reported.